Manufacturer narrative:
Complaint conclusion: during an interventional cardiology procedure, it was reported that the two 5f 100cm super torque catheters were pulled into pieces in the proximal segment before use on the patient. There was no report of patient injury. The procedure was completed with a same-like product. One of the two units is being sent back for evaluation, and the second unit was discarded. Attempts to gather further information were unsuccessful. (B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). A non-sterile cath f5.2st+ I m 100cm was received coiled inside a plastic bag. The catheter body shaft presented with no separations. No visual anomalies were observed on the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the customer as ¿catheter (body/shaft) - separated¿ was not confirmed since the catheter presented without any separations or damages. The received catheter does not present any anomalies or damages that could be contributed to the event reported. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). (B)(6). The product was received for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional cardiology procedure, it was reported that the two 5f 100cm super torque catheters were pulled into pieces in the proximal segment before use on the patient. There was no report of patient injury. The procedure was completed with a same-like product. One of the two units is being sent back for evaluation, and the second unit was discarded. The second unit packing is being sent so that the small material pieces inside can be evaluated.

Manufacturer narrative:
A DHR review was performed and it was determined this lot met all specifications as per the manufacturing plan. Additional information will be submitted within 30 days of receipt.